Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge their ipg for an extended period. As such, the ipg became inoperable and the patient lost therapy. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Patient did not always charge the ipg as instructed and only used the stimulation when he experienced pain. After a period of time he was no longer able to get the ipg to charge. Per 56-0258 document, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of eon mini IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.